Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device was used on the patient? If yes. Did the patient suffered from any signs or consequences due to the issue? Please provide more information. What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Before use on the patient, it was reported that after opening the packaging, the customer noted that the code on inner pouch was "ez10" while "ez10g" on sales packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/17/2023. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: did the device was used on the patient? If yes, yes. Did the patient suffered from any signs or consequences due to the issue? Please provide more information. No. What is the lot number? Unknown. The following additional information was received: code consistency issue. It was reported that after opening the packaging, the customer noted that the code on inner pouch was "ez10" while "ez10g" on sales packaging (one photo was provided). The customer thought that the codes on inner pouch and sales packaging should be consistent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.